Manufacturer narrative:
Sections with additional information as of 24-feb-2021: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause - mlc-018 poor tech-other user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation - customer declined replacement.

Event description:
Consumer reported complaint for error message (e-3). Brother is calling on behalf of the customer. Customer had not been using the proper testing technique. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using the meter. Customer was not concerned with the result, stating he was newly diagnosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/28/2022 and test strips were open a few weeks ago. The meter memory was not reviewed for previous test result history.